Event description:
The customer reported to beckman coulter (bec) a leak of approximately <1 ml from the probe wipe during the probe rinse cycle in the manual (secondary) mode on the coulter lh 500 hematology analyzer. The leak was not contained within the instrument. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control/risk management plan in place at the facility. The operator was wearing a laboratory coat and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. No erroneous results were generated as a result of this event. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and discovered a leak from worn tubing at pinch valve (pv42). The fse replaced nc (normally closed) tubing at pv42 (vacuum supply for probe wash). The fse also adjusted the start-bar to prevent interference with the rinse block. Service activity was performed and was verified to meet the specified requirements per established procedure. Failure mode was related to worn tubing at pv42. (B)(4).